Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. MFR# 1818910-2020-08517 is being retracted since it is a duplicate of MFR#1818910-2020-08382. MFR#1818910-2020-08382 will be kept instead for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for right knee severe pain and stiffness. Event is not serious and is considered moderate. Event is probably related to both device and procedure. Date of implantation: (B)(6) 2010, date of event (onset): (B)(6) 2013, (right knee). Treatment: right knee surgical arthroscopic excision of scar tissue and manipulation under anesthesia.